Manufacturer narrative:
(B)(4).

Event description:
(B)(4) - the dentist reported that 4 months after the dental implant was installed in patient's mouth, it was verified its non- osseointegration. The 50 ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type IV.